Event description:
A customer from the united states reported to biomérieux a false resistant result (B)(6) for a (B)(6) blood culture isolate from a patient, in association with the vitek® 2 ast-gp75 test kit. The patient was being treated with vancomycin and oxacillin. The isolate was first tested using an alternate method, and was identified as (B)(6) . In response, vancomycin treatment was stopped and the patient continued with oxacillin. The next day, pb2 and meca testing were performed, and both results were negative. The isolate was then tested with vitek® 2 ast-gp75 whereas, the cefoxitin screen was positive, the oxacillin mic was sensitive, and beta lactams were resistant. A result of (B)(6) was reported to the physician and vancomycin treatment was restarted for the patient. The isolate was then retested twice with ast-gp75 and the cefoxitin screen was negative and the oxacillin mic was (B)(6). The isolate was sent to the cdc and it was identified as (B)(6) . There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported to biomérieux a false resistant result ((B)(6)) for a staphylococcus aureus blood culture isolate from a patient, in association with the vitek® 2 ast-gp75 test kit. The customer did not submit the isolate or raw data for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek 2 raw card data are required in order to assess organism growth in the card. The ast-gp75 lot # 2750438203 met final qc release criteria and passed initial qc performance testing.

Manufacturer narrative:
Type of reportable event - malfunction, was incorrect in report 1950204-2017-00431 supplement 1 submitted on 11may2018. The correct type of reportable event is serious injury.